Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that following an explant procedure (related manufacturer report: 3006705815-2024-02173) the patient was noted to have an infection at the former ipg site and a hematoma. The patient's infection was reportedly treated with antibiotics and has since cleared. The patient's hematoma is being given time to resolve on its own. Additional intervention is currently undetermined.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.